Manufacturer narrative:
An event regarding non functional (difficulty getting screws to go in cup) involving an other hip screw was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported during primary hip surgery, surgeon had difficulty getting three screws to go in cup; surgeon opened new screws to complete surgery. There was a 15 - 20 minute delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported during primary hip surgery, surgeon had difficulty getting three screws to go in cup; surgeon opened new screws to complete surgery. There was a 15 - 20 minute delay.